Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-18577. It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high defibrillation impedance. Programming changes were made. It was also noted that the right atrial lead exhibited noise that was oversensed by the device and led to multiple automatic mode switch episodes. The noise was not reproducible in clinic. Programming changes had been made to address the noise. No further intervention was performed. The patient was in stable condition.